Manufacturer narrative:
The lead is expected for return for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during the procedure, after positioning the right atrial (ra) lead, poor measurements were observed. Additionally, the helix needed more than 20 rotations in order for it to be completely retracted for repositioning. The physician tried again to rotate the lead to extend the helix, but was unable to. The lead will be returned for analysis. A new lead was used to complete the procedure. No adverse effects to the patient were reported.

Event description:
It was reported that during the procedure, after positioning the right atrial (ra) lead, poor measurements were observed. The physician attempted to reposition the lead. It took greater than 20 rotations of the lead in order for the helix to be completely retracted for repositioning. When a new position was found, the helix was not able to be extended again. A new lead was used to complete the procedure. No adverse effects to the patient were reported.

Manufacturer narrative:
Device technical analysis: this lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing and tip region. Additionally, visual inspection revealed no abnormalities. The lead tip/helix appeared intact and undamaged. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of the device sensing issue. The helix difficulty allegation was confirmed based on the field report. Dried blood in the helix housing prevented direct test of the helix mechanism. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.